Event description:
Procedure: lap gastric bypass. According to the reporter, the anvil on the device did not flip after deployment; freeing the device resulted in tissue tear at the anastomosis. The site was repaired with suture.

Manufacturer narrative:
(B) (4). (B) (4).